Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), and product return and retains analysis. The DHR was not able to be reviewed as the lot number was unavailable. Trending analysis by lot number was not reviewed as the lot number was unavailable. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Retain evaluation was not performed since the lot number was not available. There is insufficient information to determine a cause for the issue. The lot number was not available so DHR, retains evaluation and lot trending was not performed. The complaint product was not available for evaluation. Should additional information be received at a later date, the complaint will be re-opened for evaluation of the event. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Suspect (B)(6) bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patients associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. Asp will continue to follow up for additional information.